Manufacturer narrative:
(B)(4). Age at time of event:18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05808. It was reported that the burr became stuck on the rotawire and the tip of the rotawire was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were used for treatment. During the procedure, while the burr was advanced to the proximal side of the lesion, it was noted that the burr stopped advancing. The physician attempted to remove the burr from the rotawire; however, the burr would not move at all. Both the burr and rotawire were removed as a unit. The physician then attempted to separate the burr and the rotawire outside the patient's body; however, the tip of the rotawire became detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. The distal tip of the device was detached and the wire was kinked in the middle of the device. Dimensional inspection of the device was performed and was noted to be within specification. However, the overall length could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05808. It was reported that the burr became stuck on the rotawire and the tip of the rotawire was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery(lad). A 1.50mm rotalink plus and a 330cm rotawire were used for treatment. During the procedure, while the burr was advanced to the proximal side of the lesion, it was noted that the burr stopped advancing. The physician attempted to remove the burr from the rotawire; however, the burr would not move at all. Both the burr and rotawire were removed as a unit. The physician then attempted to separate the burr and the rotawire outside the patient's body; however, the tip of the rotawire became detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.